Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 3 in the mouth, the implant fractured. Primary stability was not achieved. Another implant was not placed successfully on the same day and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 3 in the mouth, the implant fractured. Primary stability was not achieved. Another implant was not placed successfully on the same day and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)